Manufacturer narrative:
The reported complaint of lifeband does not retract when powering on the autopulse platform (serial #(B)(4)) was confirmed during functional test and in the archive data log. The investigation findings revealed a driveshaft misplacement, not in the "home" position. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at "home" position when the autopulse is powered on. A user advisory - (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory - ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The root cause for the reported issue is user not following the step-by-step instructions for use. Visual inspection was performed and found a cracked bottom cover at the screw wells area was observed. This type of physical damage can occur due to normal wear and tear and/or physical abuse. The top cover was replaced. The autopulse platform is a reusable device and was manufactured on 18 january 2007 and has exceeded its expected service life of 5 years. The damage found is characteristic of normal wear and tear for the life of the device. During archive data review, multiple (ua) 45 were recorded on the event date. Thus, confirming the reported complaint. Initial functional testing failed due to ua 45 (not at "home" position after power-on/restart) displayed during power on. To clear the ua45, the driveshaft was rotated back to "home" position. It was also noticed that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported event. The clutch plate was deburred to address the binding and resistance of the encoder drive shaft. Following service, , the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
A (B)(6) patient went into a cardiac arrest during military exercise. The smur team performed manual CPR on the patient for an unknown period of time. The patient was then placed onto the autopulse platform and the lifeband did not retract properly when powering on the platform. The user replaced the battery and the issue still persist. The use of the platform was discontinued and manual CPR was performed. Rosc was not achieved.